Event description:
Procedure type: vaginal hysterectomy. According to the reporter: during vaginal hysterectomy, when performing a sacrospinous colpopexy, the needle got caught in the ligament as the jaws there wouldn't close properly. A post-operative x-ray confirmed the presence of the needles; however, the patient was not re-operated. The patient was informed of this and she will be monitored. The patient is in well current condition.